Event description:
It was reported the pt was without stimulation and experienced difficulty initiating communication between the ipg and the external devices. The pt reported he had not charged the system for over four months. The pt underwent surgical intervention to explant and replace the device. The pt reported effective coverage post-operative. The issue has been resolved.

Manufacturer narrative:
(B)(4). Result: as received the ipg was non-responsive as a result of the battery being depleted for an extended period. Per the event details, the pt had not recharged his ipg for 4 months. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.